Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation no clogging was observed in the nozzle. Upon further inspection foreign material was observed in the instrument channel tube which could not be removed. Additionally, tissue glue was present on the front end of the insertion section. These findings were due to incorrect or insufficient reprocessing of the scope. It was observed that the braid of the root part of the insertion tube was bent and the root part of the insertion tube itself was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the nozzle of the evis lucera elite gastrointestinal videoscope was clogged. The reported issue occurred at reprocessing during preparation of use for a gastroscopy diagnostic procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, foreign material was observed in the instrument channel and tissue glue was present on the front end of the insertion section which are reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the foreign material is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.